Event description:
It was reported that vns pt had trouble breathing. The pt was examined by an ear nose and throat specialist who stated that vns therapy was the cause of the breathing problem due to changes in the larynx and vocal cords. The current treating physician turned the device to 0 ma and stated that the vns device has worked well on the pt, but does not know if the breathing problem roots to the pt's pre-existing medical conditions. Good faith attempts to obtain additional info have been unsuccessful to date.